Manufacturer narrative:
Isi has not received the harmonic ace instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, a harmonic ace instrument prompted ¿release the pressure¿ and ¿remove I&a from patient¿ messages. The customer removed the instrument and cleaned it, which revealed that the instrument was broken and that a fragment had fallen into the patient. The broken fragment was retrieved laparoscopically during the same procedure. The procedure was completed with a backup instrument and there was no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported breakage occurred during tissue dissection. The instrument was inspected prior to use. The instrument was removed with a straightened wrist when the blade pressure error occurred. No post-operative tests were performed. The patient has not returned to the hospital due to any post-surgical complications related to the retention a foreign object.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, and h2. 61 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue and found the instrument to have a broken blade. The blade broke roughly 0.259¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue due to user mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.